Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified particulate matter in three (3) 250ml exactamix eva (ethylene vinyl acetate) bags. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5: it was further informed that the quantity affected was two (2). H11: the devices were received for evaluation. Visual inspection was performed on the returned sample, and white particles of foreign matter were identified in the tpn solution. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.